Event description:
Total rupture of colon anastomoses from surgery in 1998 after chemotherapy in 1998 and 1999. Chemos preceeded with 20 mg dexamethasone pm before day of chemo and again in am of day of chemo, then before chemo premedicated with 12 mg decadron, 50 mg benadryl, 300 mg tagamet, 1 mg kytril. The chemos were paraplatin (carbo) 600 mg and taxol 300 mg. Cancer center reported high resistance to taxol of which pt was not advised. Dr says such reports are not valid. Abdomen flooded with urine while in hosp with the initial surgery. Nothing done to determine why. Was discharged from hosp without pain remedy, antibiotics, nothing. Was refused prescription for antibiotics when hole (audible from 20') could be could be heard.